Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone that the reservoir was loose in the insulin pump customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarm. Insulin pump had to rewind more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.